Manufacturer narrative:
The insulin pump was programmed with a test transmitter and glucose sensor simulator. The insulin pump established a proper connection with the glucose sensor simulator and correctly displayed the blood glucose value on the graph. The insulin pump alarmed low suspend properly and stopped the basal delivery. The insulin pump was programmed with a test glucose meter which communicated properly and recorded the blood glucose value properly. The insulin pump had intermittent button response due to a flattened dome switch. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; all of the buttons were sticking. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer. Additionally, the customer reported that her insulin pump went into threshold suspend during the phone call. Her sensor glucose was 73 mg/dl and her blood glucose was 128 mg/dl. Troubleshooting for the sensor glucose versus blood glucose discrepancy was declined.